Manufacturer narrative:
Additional narrative: patient information is unknown. Unknown when infection started; it was noted on (B)(6) 2015. (B)(4). Device has not been explanted. (B)(4). Manufacturing location: manufacturing location: (B)(4). Manufacturing date: 16january2013. Expiry date: 01january2023. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgery for femoral trochanteric fracture was performed on (B)(6) 2015; dynamic hip system (dhs) implants were applied. On (B)(6) 2015, it was reported a postoperative infection was noted on the patient. The devices are currently still implanted in the patient. This is report 3 of 6 for (B)(4).